Manufacturer narrative:
The ge healthcare service representative disconnected the central processing unit from the system and then reconnected it and the failure has not reoccurred. The unit was returned to service.

Event description:
The ge healthcare service representative reported a 'software watchdog error' occurred on boot up of the unit, this error results in an unexpected reset of the unit and therefore a loss of mechanical ventilation. There was no report of patient involvement.